Event description:
Customer called to report elevated blood glucose. Blood glucose reading has been around 300 mg/dl for 3 days. The customer stated that the reservoir was leaking into the reservoir compartment when she removed the reservoir. Customer has treated with manual injections. The customer visited their health care professional today. Customer has stated that she already figured out why her blood glucose was elevated and want to know if the insulin pump is okay to operate. Advised that the reservoir will be replaced and analyzed for failure. Advised to monitor the insulin pump and to call back if any alerts or alarms appear so troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.